Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the customer is experiencing high blood glucose levels. Customer's current blood glucose reading was 600 mg/dl. Customer's blood glucose at the time of the incident was 600 mg/dl. Customer's mother reported that the customer's blood glucose has been running high for the last three or four days. Customer's mother stated that she feels the pump may be contributing to the customer high blood glucose. Customer has been treating their high blood glucose with an insulin pen and 13 units of humalog. Customer's mother also stated that she administered lantis as well for long term blood glucose maintenance. Customer's mother sent an email message to the customer's endocrinologist, but has not heard back. Customer's mother was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.